Event description:
On (B)(6) 2013, it was reported that the patient's infusion device has not been displaying w2 (battery low) during the past three months. The patient also stated that the piston rod in the device has always stopped at a certain point since (B)(6) 2012. The patient has experienced elevated blood glucose levels as high as 350 mg/dl. The patient has been able to correct the elevated blood glucose levels via the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore the w2 error message was anticipated. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.